Event description:
It was reported that device was used during a lap. Cholecystectomy (hand piece was being used to dissect the gallbladder from the liver bed). It was reported that after just a few minutes a solid tone was heard when the foot pedal was depressed. The case was completed with another hp052 and the same disposable blade. There was no patient consequence.